Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 405 mg/dl. Customer stated that the pump was stuck in a low reservoir alert. Customer stated that she has novolog and was treating with the pump. Customer stated that the numbers are not ramping on their own. Customer stated that the scroll bar was not moving without input. Customer stated that there is a response from a button on the pump. Customer changed battery and was able to clear the low reservoir alarm. Customer stated that she can go from here on her own.